Event description:
New information noted that the lead dislodgement was discovered when the patient presented in clinic after an appropriate high voltage shock. Upon interrogation of the device, atrial sensing and capture values were out of range and loss of both were noted.

Manufacturer narrative:
Correction: b5 - the event description was missing from the previous supplemental report. The missing statement is now included in this report.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead dislodgement was observed. The lead was explanted and replaced. The patient was discharged from the hospital after the procedure.